Event description:
It was reported that lint was coming off the hood during a procedure. The account was concerned that some of the lint may have fallen into the surgical site. The surgical site was irrigated to remove the particles. No add'l treatment was given to the pt as a result of this event. There is no sign of infection at this time.

Manufacturer narrative:
The device has been returned to the MFR for investigation. The investigation is ongoing. A follow up report will be filed when the investigation is complete.